Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round high profile 380cc and experienced bilateral capsular contracture baker grade iii. As a result, the patient had undergone removal and replacement with mentor gel breast implants on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
On 6/5/2019, a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).